Event description:
The implant card was received by the manufacturer which reported the patient had generator replacement surgery on (B)(6) 2013 due to battery depletion. The specific battery status was not provided. The device was discarded by the hospital facility, so product analysis cannot be performed.

Event description:
Clinic notes dated (B)(6) 2013 reported that the patient presented for follow-up of seizures. These were the first seizures that the patient had for a "very long time." On (B)(6) 2013, the patient experienced a series of wetting which were thought to be seizures with altered consciousness's that lasted several seconds. After about 45 minutes, she was seen in the emergency room, where a CT scan was performed and was read as having no significant change. The patient was then discharged. A day and a half later, the patient had another episode in which she felt like she could not breathe. The patient was provided oxygen. Of note, the patient was noted to have been ill with an upper respiratory infection and bronchitis treated with antibiotics for about a week before the first seizure. However, by (B)(6) 2013, she was off of the antibiotics. The patient has not felt the vns stimulation for more than a year and feels that it has stopped working for her since her headaches have gotten a little worse. The physician's impression presented in the notes were that the breakthrough seizures may have been related to the illness. However, it was stated that the patient "does not have any sort of function for her vns, something that would not be too surprising given the fact that it was implanted in 2001." It was planned to have the patient admitted for 48 hours continuous eeg with video and neuro-telemetry to see if it would be appropriate to replace the vns generator. If the eeg looks normal for that eeg period, the physician noted that it may not be necessary to replace the generator. "It has probably not been functioning for some time because she has such an old unit." Notes dated (B)(6) 2013 indicated the patient continues to have spells but they were not as severe as the spells the patient was experiencing about three weeks prior. The patient has intractable epilepsy and was now having spells that are poorly defined, per the clinicals. Given the patient's history of anxiety and depression, the physician noted that psychiatric etiology must be ruled out. Follow up with the neurologist's office revealed that the patient did experience breakthrough seizures recently around (B)(6) 2013 which the physician's office attribute to the battery being at end of life even though eri=no. They believe the device is no longer functioning. The patient had one big seizure which was a change for her so that is why they evaluated her vns. They believe it's at end of life due to the patient's headaches again and stimulation no longer perceived. There were no recent medication, programming changes or external factors that could have contributed to these events. They have referred the patient for generator replacement due to breakthrough seizures and length of implant (implanted in 2001). No additional information was provided. Although surgery is likely, it has not occurred to date.